Manufacturer narrative:
Section e2 correction. Section e3 correction. Manufacturer's investigation conclusion: the reported event of fluid ingress and low voltage alarms when using the 14 volt battery (serial unknown) was unable to be confirmed. The product was not returned for testing. Submitted log files were unremarkable, the system appeared to function as intended. Provided information revealed that the battery got wet when the user was getting in the shower and a low voltage hazard alarm activated. Multiple attempts were made to obtain additional information from the customer regarding the event (affected equipment serial numbers, cause of the low voltage alarm, troubleshooting done, if any equipment was exchanged, if there were any associated pump stops, and if product would be returned for testing); however, no additional information was provided. A root cause for the reported events was unable to be conclusively determined through this investigation. The serial number of the battery was not provided. A DHR review was not performed. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains that the heartmate 3 system components, such as the system controller, 14v batteries, and mobile power unit must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including low voltage alarms, and the actions to take if the issue does not resolve. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories ¿ including their battery clips ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were sent for review because the patient stated that the battery(s) got wet when getting in the shower and then heard alarms when it happened. On the device, it was noted that there was a low voltage hazard instead of the typical low voltage advisory. The site wanted further assessment. Technical services (ts) reviewed the submitted log files and found that the patient had persistent pulsatility index (pi) events that had shortened the data capture to just several hours. Ts was unsure when the shower event happened, but it looked like it had been overwritten with new incoming data from the pi events.